Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2009, inratio: >7.5, lab: 8.0. Date: (B)(6)2009, inratio: 1.2, lab: 2.3. "Caller alleged imprecision with inratio meter. Results as follows:" date: (B)(6)2009; inratio 3.0. Date unk: inratio 3.1, 4.0, 3.6, 2.8. On (B)(6)2009: inratio 2.1. On (B)(6)2009: inratio 5.0.

Manufacturer narrative:
On (B)(6)-2009. Inratio precision data provided by end-user: inr values for five tests on jan 16th = 3.0, 3.1, 4.0, 3.6, and 2.8. Mean = 3.3; sd = 0.49; %cv = 14.85%. The %cv of 14.85% is less than 20%. Per internal procedure, the precision criterion is met. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: test: 1, inratio: 1.2, dr. Poc: 2.3, mean: 1.75, confidence limits: 1.2 - 2.3. The mean of the inratio meter inr value and comparative system inr value was calculated. The inr values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No product testing is required. The values given by the user where time elapsed exceeded 3 hours were not evaluated because there is a high possibility that the discrepancies are due to changes in the status of the pt. Pt stated that doctor changed coumadin dosage a couple of times in the past 4 weeks. No corrective action required as no product deficiency was established.